Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. The field service representative (fsr) replaced the hinges and resolved the issue. The hinge, top front cover, was determined to be the likely cause for the issue. The instrument service history review revealed zero (0) additional service tickets associated with the current complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of product historical data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported the air shock support for the architect c16000 instrument cover has broken and cover will not support itself. The field service representative stated that the spring hinge for the top cover was damaged when the customer was attempting to push the cover closed. There were no injuries.